Event description:
The device was returned to a third- party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleged replaced missing left door panel. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. In addition to that, replaced missing left door panel, multiple small scratches on top enclosure. An error code was found related to the board,blower box and it was replaced to address the issue. The customer complaint was confirmed.

Manufacturer narrative:
H3 other text : device serviced by third party service center.